Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had an inaccurate delivery issue and the patient has had high blood glucose (bg) levels for 5 days, with polyuria, polydipsia, and nausea. During troubleshooting, customer support found that the bolus totals do not match (>5% different). This complaint is being reported because the discrepancy was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: unable to duplicate the complaint. The last bolus delivery was on (B)(6) 2015 and the last basal delivery was on (B)(6)2015. Bolus totals in bolus history are consistent with bolus totals in total daily dose history at time of reported issue. Successfully performed a 10 u audio bolus and 10u normal bolus. Both were accurately recorded in the pump bolus history and bolus tdd history correctly showed 20.0u. Pump completed 24hr duration testing with no eaw¿s duplicated. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the complaint, the battery compartment is cracked below the bumper pad.